Event description:
Health professional reported left side "fluid leakage" of device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device to be within specification, crease fold, deformation, wear abrasion, and yellow particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process no openings or issues related to rupture device were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "fluid leakage" of device. Device was explanted.